Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 9 units. Reportedly, the cartridge was filled with 100 units of insulin. There was no reported impact to the customer¿s blood glucose level.